Manufacturer narrative:
Follow-up #1: date of submission 11/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/19/2016 with the following findings: there was no damage found to the battery compartment or battery cap. The battery secured tight to the pump and maintained electrical connection. The pump powered on with auditory and vibration alerts to a blank screen; the remaining investigation steps were unable to be completed. The pump's cover was removed; no intermittent conditions were found to the printed circuit board. A unity test code downloader tool application was used to upload the test and the upload was successful. An eeprom failure was concluded to be the cause of the blank display.

Manufacturer narrative:
(B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging, a blank display issue. There was no reported adverse event associated with this complaint. This is reportable because the issue may result in an inability to use the product which may lead to long term cessation of delivery.